Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. B5: describe event or problem: updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since adhesive on the stress boot of the cable was detached, it is likely water penetrate from that part and flood inside occurred. Then electronic circuit was destroyed and due to that, noise on the image occurred. The cause for the detaching of adhesive on the stress boot of the cable was liekly due to load applied to the cable. Regarding breakage of the stress boot of the cable, olympus confirmed the contents of the instruction manual which can prevent the event: ·"do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The customer additionally reported that the unit's internal cabling was misconnected. The cabling was corrected, and the equipment was dried.

Event description:
The customer reported to olympus that during a diagnostic procedure, the image did not appear on the autoclavable camera head. The intended procedure was completed successfully with the same device without delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the charge-coupled device cover was scratched; the camera had a distorted image, and this failure affected device functionality; the buttons were worn out; the device was in partial disassembly; the seals were deformed; and the protective cover adhesive was detached. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.